Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing was performed and passed successfully with no issues noted relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A nurse reported that during back priming with normal saline, there was no flow observed through a vented paclitaxel set. There was no patient involvement. No additional information is available.